Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.

Event description:
A report was received stating that the listed tracheostomy tube was found leaking at the cuff after an unk amount of time in situ. No incident related medical sequela was reported.